Event description:
Reported due to inability to cross and seal a perforation resulting in an emergent surgical intervention. In 2005, the physician attempted to place a taxus stent in the left anterior descending (lad). During process, a perforation occurred. The physician reportedly attempted to use a graft master stent graft to seal the perforation distal to a previously implanted taxus stent. The patient was sent to the operating room for emergent, open heart surgery. Reportedly, the patient "survived the surgical procedure". At last report, the patient was "snot doing well" postsurgery. Although requested, no additional information was provided.